Event description:
Before the implant procedure, the screw was tested and was found to remain blocked in the extended position; it would not retract. The lead was not used.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusions: the permanent elongation of the lead impeded the engagement of the stylet tip blade into the receptacle of the fixation mechanism and therefore, the helix could not be retracted. No manufacturing defect was evidenced in this case. The analysis assumes that the damage sustained to the carbon electrode and to the rv defibrillation coil were incurred as a result of mishandling. They are excluded as manufacturing defects, because there are controls in place to disallow gross defects such as these.